Event description:
The user facility reported that when opening the sterile pouch, it was noticed that the dilator was kinked. The event occurred during preparation; therefore, there was no patient involved. The user facility reported that the anchor of the closure system for intravascular occlusion was not included in the system. There was no impairment of the patient; hemostasis was successfully achieved with a second angio-seal. There was no patient injury. Additional information was received on 15jul2025: the procedure performed was a coronary percutaneous coronary intervention (pci) using a 7f 10cm sheath. A pre-deployment angiogram was not performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no problems until deployment, no anchor. The blood loss was far less than 250cc. The patient was stable. The device did not pull out prior to deployment. There was no concomitant devices used.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: leading nurse, cath lab manager. A review of the device history record of the product code/lot number combination was conducted with no findings. One (1) 8fr angio-seal device was returned for product evaluation. The returned device included the header bag, hemostasis sheath, and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was visible within the distal tip. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen, and tamper tube were able to deploy from the device successfully. The sample was returned for evaluation, and the anchor was visible within the distal tip of the sheath. The sample was able to be re-deployed and the internal components able to be deployed. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).